Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called in to report receiving multiple scale reading error alarms during dwell 2 and other phases of treatment. The patient¿s cycler was calibrated. The iipv was identified after the conclusion of the call with technical support. While reviewing the patient¿s treatment records from (B)(6) 2020 it was identified that the patient drained 3623 ml during drain 1 of the treatment. This drain volume is 181% the patient's prescribed fill volume of 2000 ml. Upon follow up with the patient¿s pd registered nurse (pdrn) it was reported that the patient completed treatment with the cycler on the date of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has continued treatment without further issues on a replacement cycler he received for an unrelated event. The reported cycler was not returned to the manufacturer for the event captured in this report.